Event description:
Surgeon was putting 4 french micro-introducer into the femoral artery and the introducer broke at the junction of the catheter and connector. Surgeon said this has about twice before with this type of introducer. No injury to patient. FDA safety report ID # (B)(4).